Event description:
The patient's model 102 generator was received and underwent analysis. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. It was determined through a review of the manufacturer's programming history database that high impedance was detected on (B)(4) 2011. It was determined that this event of high impedance was previously captured in MFR report # 1644487-2013-02820. It should be noted that all relevant supplemental information will continue to be reported in the current report. No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Event description:
It was reported by the company representative attending surgery that high impedance was detected through system and normal mode diagnostics pre-operatively to a prophylactic generator replacement. The surgeon replaced the generator and the new generator also indicated high impedance during system diagnostics. The physician elected not to replace the lead during the surgery. Ap and lateral chest and neck x-rays were reviewed by the manufacturer. No obvious discontinuities were identified in the lead wires or feedthru wires and the patient's lead pin was inserted past the connector block, ensuring a good electrical connection between the generator and lead. A portion of the lead was routed behind the generator so it could not be evaluated. The strain relief of the lead was not per the manufacturer's labeling as there was no strain relief loop. There was a possible sharp angle of the lead in the strain-relief bend near the electrodes, but this could not be verified as the cause of the high impedance. Beyond this, no anomalies were identified. Though no gross lead fractures were identified, the presence of a micro-fracture could not be ruled out. No known surgical intervention has occurred to date. No further relevant information has been received to date.